Event description:
It was reported that during an unknown procedure, the staples were malformed at second firing. Another device was used to complete the case. No patient consequence. No device is returning.

Manufacturer narrative:
Info is unavailable; device was not returned for evaluation.